Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. Defibrillation threshold testing was performed and the device successfully terminated induced ventricular fibrillation. Additionally, the defibrillation impedance measurement was in the acceptable range. The patient was in stable condition.